Manufacturer narrative:
"Per customer service, this facility has not responded to any follow-ups requesting the alleged complaint unit for evaluation. The alleged complaint unit was not returned for evaluation. It is not possible to verify an assignable cause for the unit failure. Insufficient information for a complete investigation. The DHR for microtip lot 12713-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 12713-03. There were three (3) reported microtip unit failures from this lot. Lot 12713-03 has a failure rate of (B)(4). Complaint was originally closed on (B)(4) 2013, but was reopened for additional information. The alleged complaint unit was returned on (B)(4) 2013 for evaluation. Refer to evaluation #(B)(4) - observed saline deposits on case body/irrigation interface, as well as at the base of cap. Failed vacuum test 1 of 3 times (test 002), other 2 times primed successfully. Disassembled unit to verify internal components. No internal damage or defects noted. The facility's complaint of a faulty hand piece was confirmed, but could not verify the cause of the unit failure."

Event description:
Vacuum test failure.